Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received november 17, 2015. The product associated with batch 2e02429 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user saw her physician and he prescribed nystatin powder and topical lidocaine one week ago. The end user was advised that she could crust with nystatin powder and sensicare sting barrier wipe. The end user uses unisolve, aloe vesta cleanser, wound cleansers, ostobond, 3m spray, stomahesive paste, stomahesive powder and eakin seal. The end user was advised to use non residue soap to clean skin and trial convex moldable and sensicare sting free adhesive remover and skin protectant barrier. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
End user reports yeast rash as diagnosed by physician.